Manufacturer narrative:
Upon follow up it was reported six days after the onset of the peritonitis event, treatment with antibiotics was discontinued. On the same day, the pd catheter was removed and the patient was transferred to hemodialysis. The same day, the patient was discharged from the hospital. At the time of this report the patient was not recovered from this peritonitis event (previously recovered). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient reused unspecified equipment. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. On an unspecified date, the patient was retrained on proper aseptic technique. No additional information is available.